Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of regulation (oor) was seen on the patient programmer. The clinician programmer was not available during the call. It was reported that the manufacturer representative would follow-up with the patient regarding this event. There were no patient symptoms reported. No further complications were reported. Additional information was received from the manufacturer representative on the same day when they were with the patient. It was reported that impedances were run and contact 1 showed >10,000 ohms on all pairings. The patient was not programmed on that contact. The manufacturer representative was going to try different programming as the patient did not seem to feel it in the right spot. It was reported that the patient had called the manufacturer representative because the patient was doing yard work and was in more pain. Therefore, the patient had tried to increase stimulation but could not pass 5.7v due to encountering the oor message. The caller was going to try changing the batteries in the external neurostimulator (ens) as it appeared that the batteries being used were not name-brand. The caller then planned to check the multi-lead trialing cable (mltc) to check if the lead had migrated since the patient had been doing yard work when this occurred. The caller decreased the amplitude with the patient programmer and tried to increase it again but could only get to 5.5v before seeing the oor message. No further complications were reported. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that an x-ray showed that the lead had migrated to the top of t7 and more lateral. The representative programmed the bottom of the lead and with reprogramming, the patient was able to finish the trial and got adequate pain relief. No further complications were reported.